Manufacturer narrative:
Additional information: operator of device and device manufacture date. Despite multiple attempts to obtain additional information from the surgeon, no additional information has been received. The lens was returned to b+l. Visual inspection found two haptics bent. One is folded completely under the lens. The cause of the damage could not be determined. Functional testing could not be performed due to damage. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that lens dislocated and was explanted approximately 2 years after implant and replaced with another model and diopter lens. Additional information has been requested, but has not been received.